Event description:
Same case as manufacturer report number's 6000089-2005-00542 and 6000089-2005-00543. After a stenting treatment procedure, the express vascular ld premounted stent was noted to be damaged. The lesion being treated was an occluded lesion in the left iliac artery. This express vascular ld stent was placed, then another stent of the same type and size was placed proximally in an overlapping fashion. The stents were viewed on angiogram immediately after the procedure, and appeared 'ok'. The stent damage was detected on a six month follow-up angiogram. The express vascular ld stent appeared fractured at the overlapping portion, and the struts were broken and hanging inside the vessel lumen at the distal end of this stent. A large psuedo-aneurysm was also noted in the area of the stents. The patient did not have any symptoms resulting from the stent damage. An 8x50 mm wallgraft was placed inside the stents, and successfully treated the leakage and remodeled the vessel lumen. Angiogram and ankle brachial index have shown good results. Patient condition is reported as 'good'.